Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating (low and high) blood glucose (bg) levels. Bg values not provided. Reportedly, the customer alleged that the pump was not working properly and that customer was hospitalized due to low and high bg events. Additionally, multiple occlusion alarms occurred. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.